Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary /bowel dysfunction; urge incontinence it was reported that they have been getting electrocuted. The patient said they had their stim turned off. The patient stated that if they move the wrong way, they get really bad pain with burning and tearing inside, and it feels like it is paralyzing their leg (agent could not understand the patient's mumbled words). The patient said it was bad and that it happens a lot. The patient felt the pain while on the phone with the agent. The patient also said they had put in a pubic catheter, but the pain started even before the catheter was put in. The patient said, "it's not as bad but it's gotten worse" and they did not know if anything would change after the catheter was put in. The patient said it's a permanent catheter. The patient said they had a pubic catheter because their device was not really helping them, so the stim has been turned off, and they do not know why this was happening to them. The patient confirmed that they were feeling electrocuted from their "butt" down to their whole leg, with burning and paralyzing sensations. The patient said they had no recent fall or trauma. The agent asked if they had a sudden movement. The patient said, "anything's possible like that." The patient said they cannot even turn or twist right now at all or move because of the pain. The patient said they talked to their new hcp today. The patient said their hcp scheduled them on (B)(6) 2026 for an mdt rep visit to check their device and determine what was going on, but the patient could not wait more than a month. The agent redirected them to their local ER and told them to have the ER call our technical services team for guidance and call nas for an mdt rep if needed the agent asked for the event date. The patient said a couple of weeks ago.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.